Event description:
It was reported that during testing conducted at the manufacturer facility the leg of the device was found to be bent. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.